Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the sensor failed. An unspecified time after the sensor failed and an unspecified time after the patient became aware of the sensor failure, he experienced weakness and loss of consciousness. The aide woke him and called 911. The blood glucose reading taken by emergency medical services (ems) was 41 mg/dl. The patient was treated with carbohydrates. After treatment, the patient continued to feel weak and had was unable to walk. After treatment, the bg was up to 159 mg/dl on the way to the hospital. At the time of the report, the patient was still in the hospital and stable. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event. B4 date of this report - date should be 06/02/2024. B5: describe event or problem - correction to the following statement in the initial MDR, "at the time of the report, the patient was still in the hospital and stable." H2: correction/additional information. H6: health effect - impact code - additional.

Event description:
At the time of the report, the patient had been in the hospital for 1 day and was still there during the time of the report.